Event description:
It was reported that during a retroarc sling implant surgery the physician perforated the patient's bladder. It was indicated that when the physician implanted the second side that he felt he perforated the bladder and the physician was not able to see it due to issues with the cysto machine. The physician removed the retroarc sling and implanted another incontinence sling. It was indicated that the "major issues is not the perforation, it is bleeding." No additional patient complications were reported.